Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.

Event description:
Same case as MFR report #: 2134265-2008-02262. Clinical trial. It was reported that the patient experienced in-stent restenosis 13 months following a coronary artery drug eluting stenting procedure. The patient presented for the index procedure with an acute myocardial infarction. The target lesion was located in the proximal lad (left anterior descending) measuring 3.5x30mm with 100% in-stent restenosis. The lesion was treated with two overlapping taxus express2 drug eluting stents (3.0x20mm and 3.5x16mm) resulting in 0% residual stenosis. The patient returned for the study scheduled 13 month angiography. The patient was asymptomatic, however, angiography found a focal in-stent restenosis at the proximal edge of the 3.5x16mm stent. Treatment consisted of placement of another taxus stent in the overlap area of the previously placed stents. There were no further complications. The investigator assessed this event as probably related to the device. The patient was taking asa and plavix at the time of the event.